Manufacturer narrative:
The device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review shows a total of (B)(4) device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that if using the self-punching technique, place the tip of the driver against the bone. Using a mallet, impact the anchor into the bone until the circumferential laser line on the distal end of the driver is flush with the surface of the bone and the laser line is no longer visible. The spiral laser line is there for reference to indicate whether the circumferential laser line is below the surface of the bone. If the drill guide is used, advance the anchor until the proximal laser line is flush with the proximal end of the drill guide. If hard bone is encountered, or if the anchor is not advancing into the bone with repeated attempts with the mallet, remove the anchor from the portal or cannula by pinching sutures to shaft, and use the alternate technique. If the anchor becomes unusable after removal from cannula or portal, discard and use a new anchor. Pull driver straight out of bone. Do not rotate or oscillate driver about its axis. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed (B)(6) reported on behalf of a customer that the yprc02r, y-knot pro rc anchor, two ribbons device was being used during an arthroscopic shoulder rotator cuff repair procedure on (B)(6) 2024, and ¿although the patient was relatively young at 56 years old and had very hard bones, the anchor was inserted by self-punch instead of using a punch. At that time, the surgeon was able to insert the anchor with a lot of pounding on the handle. However, although the patient was not aware of it during the surgery, a post-operative x-ray examination revealed that the inserter had been damaged and pieces of it had remained inside the patient's body. A second surgery was performed on (B)(6), and the fragment was successfully recovered.¿. This report is being raised due to the reported injury of retained foreign body requiring a second procedure for removal.

Event description:
Conmed japan reported on behalf of a customer that the yprc02r, y-knot pro rc anchor, two ribbons device was being used during an arthroscopic shoulder rotator cuff repair procedure on (B)(6) 2024, and ¿although the patient was relatively young at 56 years old and had very hard bones, the anchor was inserted by self-punch instead of using a punch. At that time, the surgeon was able to insert the anchor with a lot of pounding on the handle. However, although the patient was not aware of it during the surgery, a post-operative x-ray examination revealed that the inserter had been damaged and pieces of it had remained inside the patient's body. A second surgery was performed on july 8th, and the fragment was successfully recovered.¿. This report is being raised due to the reported injury of retained foreign body requiring a second procedure for removal.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.